Event description:
Same case as MFR. Report # 3005099803-2009-00340. It was reported that during a cytoscopy with ureteroscopy procedure, leakage occurred. The lesion was located in an unspecified ureter. The uromax ultra 4mm x 5.8mm and uromax ultra 10mm x 5.8mm ureteral dilatation balloons were used during the procedure, however, it is unknown in which order they were used. Upon advancing one of the catheters to the lesion, a leak was noted at the base of the device and the device was unable to be used. The device was removed and the other uromax ultra ureteral dilatation balloon was advanced, however, this device also leaked at the base and was unable to be used. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported, however, it was noted that these malfunctions added approximately 15 minutes to the procedural time. The patient's status is reported as "fine".